Event description:
This case was initially received via regulatory authority valvira on 21-dec-2017. This spontaneous case was reported by a physician and describes the occurrence of pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criterion intervention required). The patient was treated with surgery (uterine tubes and implants were removed laparoscopically). Essure was removed in 2017. At the time of the report, the pain outcome was unknown. The reporter provided no causality assessment for pain with essure. The reporter commented: essure had been inserted a couple of years ago. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-dec-2017 for the following meddra preferred term: pain ¿ analysis in the global safety database revealed 408 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.